Event description:
The customer contacted zoll technical support regarding an autopulse nxt platform (B)(6) that experienced multiple issues during clinical use. These included a low-battery condition, which was addressed by replacing the battery during operation, and fault 1290 (fault_analog_motor_over_temp), which was identified post-event through review of the performance report. Additionally, during patient transport on a gurney, after approximately 20 minutes of compressions with a hygiene barrier in place, the customer reported detecting a burning plastic odor. Further observation revealed a friction point where the nxt band (lot # unknown) passes through the band guard of the nxt platform. This interaction caused significant friction, leading to wear and subsequent damage to the nxt band's outer tyvek cover. The patient was confirmed to have been properly secured to the platform using shoulder restraints. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the nxt band associated with this complaint will not be returned for evaluation as the customer disposed of it. However, the reported damage to the nxt band was confirmed based on photographic evidence provided by the customer. The most probable cause of the issue is that the outer sleeve material on one side of the band became caught in the band guard, leading to wear and subsequent damage to the nxt band's outer tyvek cover.